Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/01/2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. External visual inspection was performed and passed. Receiver charge and download was performed and failed due to perpetual rebooting. A functional test could not be performed. The receiver case was opened for internal visual inspection and passed. A device log download was performed and confirmed the customers complaint. The receiver displays the initialization screen and continuously resets without displaying the trend graph or date and time screen. The probable cause could not be determined.